Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted overnight with arrhythmia and a significant amount of pulsatility index (pi) events. A review of the log files revealed persistent pi events on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. Review of the submitted log file data confirmed multiple pi events; however, a specific cause for the captured pi events could not be determined through this evaluation. The controller event log file contained data from (B)(6) 2021 04:22:48 through (B)(6) 2021 06:11:09. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. Routine power cable disconnects were also captured. The pump appeared to function as intended. The remaining log files captured the pump operating as expected. The account reported that the patient was admitted overnight with arrythmia and significant amount of pulsatility index (pi) events. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 06aug2019. No further information was provided. The manufacturer is closing the file on this event.